Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing mr to 1-2. On (B)(6) 2019, a transesophageal echocardiography (tee) was performed which noted the medially placed third clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The mr was noted to still be at 1-2 therefore no treatment will be performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided, the reported difficulties were due to anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001.